Manufacturer narrative:
H4: the lot was manufactured between september 12-13, 2023. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a extra large volume intermate leaked fluid from the luer lock filling port. The device contained immunoglobulin. This was observed during set up / preparation. There was no patient involvement. No additional information is available.